Manufacturer narrative:
The insulin pump had intermittent buttons response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on liquid crystal display window and cracked belt clip slot.

Event description:
It was reported that the insulin pump had alarmed for a button error. No button was pressed for more than three minutes. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.